Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with physical damage to the rear panel of the cycler and a dislodged front panel touchpad. There were visual indications of dried fluid within the cassette compartment on the top cover. An as-received 8500ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and failed due to an air detected in cassette alarm encountered during drain phase of cycle 0. The alarm was due to a clogged filter that was affecting the patient sensor readings. An as-received 8500ml treatment-based ccpd simulated treatment was performed and completed without failures after replacing the clogged filter. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak mushroom head check, and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed, and the cycler was found to be within tolerance. There were visual indications of dried fluid on the bottom cover under the pump assembly and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient discontinued treatment during drain 1 of 4 and drain 2 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3306 during drain 1 and 12903 ml during drain 2 of the treatment. This drain volume during drain 1 was 184% and during drain 2 was 717% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not drain out 12,903 ml. The patient stated the cycler was incorrectly reading. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient discontinued treatment during drain 1 of 4 and drain 2 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3306 during drain 1 and 12903 ml during drain 2 of the treatment. This drain volume during drain 1 was 184% and during drain 2 was 717% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they did not drain out 12,903 ml. The patient stated the cycler was incorrectly reading. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.